Event description:
Reportedly, the user noticed that the alarm sound was very quite while the ventilator was on a pt. Eventually, there was no audible alarm coming from the audio board. Replacing the audio board fixed this issue. There was no pt injury in this case. However, if it were to recur, the ventilator would have been incapable of warning the user to audibly notify in case something went wrong. Please note that the ventilator alarm functionality was not checked by the user before use on a pt. Also, note that the malfunction of the audio board did not affect the functionality of the ventilator; it continued to ventilate normally.